Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek rx dilatation catheter noted that the balloon was returned flat, consistent with multiple/high pressure inflations. The distal balloon taper was folded over itself and over the proximal end of the soft tip. The distal shaft was separated at the guide wire exit notch, confirming the reported separation. The material was stretched and jagged at the separation, which suggests that the separation may be related to tensile overload (material stress/fatigue). The outer member was necked at the proximal end of the proximal balloon seal for a length of 1 mm. The outer member was bubbled at the proximal end of the necked area for a length of 2mm. The outer member was also necked 10cm distal to the separation for a length of .5 mm and stretched for a length of 3 mm from the necked area. There was a kink in the hypotube 4.3 cm proximal to the guide wire exit notch. Functional testing could not be done due to the separation. A non-abbott 5f guiding catheter was also returned. There was no damage noted to the guiding catheter. A non-abbott inflation device was returned with blood and contrast in the syringe. Factors that may contribute to difficulty inflating/deflating the catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. It was reported the catheter was inflated successfully two previous times and there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is possible that during use of the catheter, the shaft became stretched and bubbled, contributing to the difficulty inflating and subsequent deflation of the balloon. Additionally, if the balloon was not completely deflated during retraction, this would contribute to resistance with the guiding catheter and if force was applied in the attempt to remove the catheter, this would have contributed to the shaft separating and the balloon folding over itself. Additionally handling during the procedure likely contributed to the noted kinks. It should be noted the trek instructions for use (IFU) states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Due to the condition of the returned product, a conclusive cause for the reported difficulties inflating/deflating the balloon could not be determined; however the reported difficulties removing the balloon and shaft separation appear to be related to the operational context of the procedure. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). - excessive force. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an urgent intervention took place on april 10th, on a patient with acute coronary syndrome, subacute thrombosis and troponin, and a chronic total occlusion of a diagonal artery. No thrombus aspiration was performed. A 2.0 x 25 mm mini trek was used twice in the diagonal artery without difficulty. During the third use of the balloon, a problem occurred during inflation in that no contrast was observed during inflation induction (during the first atmospheres), and then the balloon inflated very slowly. Further, it was not possible to deflate the balloon. The balloon had to be removed without deflating it, through the left anterior descending artery (lad), up to the left main. It was forcefully retrieved by pulling it into the guiding catheter (positioned at the left main). The balloon catheter was extracted from the patient; however, the balloon detached from the catheter inside the guiding catheter. All pieces were retrieved successfully within the guiding catheter. There were no consequences for the patient. The decision was made at this time to stop the procedure, and to wait 24 hours to control the patient to be sure that there was no lesion at the lad, and also because the radial access was difficult. A new ptca was scheduled on april 11th to check the artery, during which a stent was successfully deployed at the target lesion as planned initially. There was no injury to the vessels due to the balloon retrieval. No additional information was provided.